Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) units display was non-functioning. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, d4, h6 (component codes). A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse replaced the monitor. The fse performed all functional and safety checks to meet factory specifications. The iabp was cleared for clinical use.